Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited air/water leakages. The device was returned and an evaluation revealed presence of foreign material in the air/water nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.